Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had over infusion. There was patient involvement however patient impact is unknown.

Manufacturer narrative:
Omit : a26 - insufficient information (3190), a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, b15 - analysis of data provided by user/third party, b17 - device not returned, c19 - no device problem found, d14 - no problem detected. Correction : concomitant med prod data. Additional information : device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify, imdrf annex a, b, c, d, g codes h3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had over infusion. There was patient involvement however patient impact is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established.

Event description:
It was reported that the device had over infusion. There was patient involvement however patient impact is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device had over infusion. There was patient involvement however patient impact is unknown.